Event description:
A customer reported via phone call indicating that their insulin pump alarmed an unexplained no delivery. The customer's blood glucose level was 250 to 300 mg/dl. The customer stated they went to the hospital for observation but was not hospitalized. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.